Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation uterus"), device dislocation ("essure coils had migrated/ migration of essure device location of device: migration to the colon/stomach"), fallopian tube perforation ("fallopian tube perforation"), genital haemorrhage ("heavy bleeding") and colectomy ("partial sigmoid colon resection") in a 31-year-old female patient who had essure (batch no. D19667/ c59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included multigravida and multiparous. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant). On 2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), ovarian vein thrombosis ("blood clot in ovarian vein") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)), surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)), surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, colectomy, procedural pain, pelvic pain, vaginal haemorrhage, menorrhagia, ovarian vein thrombosis and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, colectomy, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, ovarian vein thrombosis, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation, menorrhagia. Pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea (cramping), partial sigmoid colon resection, pain, perforation (fallopian tube(s)), perforation (uterus), blood clot in ovarian vein, abdominal pain. Updated event. On (B)(6) 2018: processed with follow up (B)(6) 2018. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation uterus"), device dislocation ("essure coils had migrated/ migration of essure device location of device: migration to the colon/stomach"), fallopian tube perforation ("fallopian tube perforation"), genital haemorrhage ("heavy bleeding") and colectomy ("partial sigmoid colon resection") in a 31-year-old female patient who had essure (batch no. D19667/ c59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included multigravida and multiparous. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced ovarian vein thrombosis ("blood clot in ovarian vein"). The patient was treated with surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)), surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)), surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, colectomy, procedural pain, pelvic pain, vaginal haemorrhage, menorrhagia, ovarian vein thrombosis and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, colectomy, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, ovarian vein thrombosis, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 0 kgs. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation, menorrhagia. Pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation uterus"), device dislocation ("essure coils had migrated/ migration of essure device location of device: migration to the colon/stomach"), fallopian tube perforation ("fallopian tube perforation"), genital haemorrhage ("heavy bleeding") and colectomy ("partial sigmoid colon resection") in a 31-year-old female patient who had essure (batch no. D19667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included multigravida and multiparous. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced ovarian vein thrombosis ("blood clot in ovarian vein"). The patient was treated with surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)), surgery (she had oophorectomy (one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)), surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had oophorectomy(one side removal of ovary)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, colectomy, procedural pain, pelvic pain, vaginal haemorrhage, menorrhagia, ovarian vein thrombosis and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, colectomy, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, ovarian vein thrombosis, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 0 kgs. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation, menorrhagia. Pelvic pain, abdominal pain. Lot number: c59253 manufacture date: may-2014 expiration date: may-2017. Lot number: d19667 manufacture date: oct-2014 expiration date: oct-2017. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and procedural pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.